Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switches on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 30th january 2010 and performed to specification up to the (B)(6) 2016. An increase in voltage suggests a further pad-pak was installed. The device records manual power ups of less than one minutes duration (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The manual power ups may suggest the user was regularly power cycling the device or the beginnings of membrane failure. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in se this report.